Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was nonfunctional and was not charging efficiently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.